Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps device was used during a bronchoscopy procedure performed on (B)(6) 2013. According to the complainant, a disposable introducer (unknown manufacturer) was placed inside the bronchoscope in order to reach a tumor. A brush (unknown manufacturer) was used prior to advancing the forceps through the introducer. When the final biopsy was retrieved, the forceps and introducer were removed from the patient, and a long piece of plastic lining was found. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine. Reportedly, there was no visible damage noted to the forceps. Additionally, the account stated that they were unable to determine where the long piece of plastic came from.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps device was used during a bronchoscopy procedure performed on (B)(6) 2013. According to the complainant, a disposable introducer (unknown manufacturer) was placed inside the bronchoscope in order to reach a tumor. A brush (unknown manufacturer) was used prior to advancing the forceps through the introducer. When the final biopsy was retrieved, the forceps and introducer were removed from the patient, and a long piece of plastic lining was found. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine. Reportedly, there was no visible damage noted to the forceps. Additionally, the account stated that they were unable to determine where the long piece of plastic came from.

Manufacturer narrative:
The forceps were returned along with a catheter. The catheter is not a bsc device and the manufacturer is unknown. A visual examination found the returned forceps to be within specification. No abnormalities were noted with the returned forceps device. The condition of the returned incident forceps device showed no evidence of the alleged issue. The catheter returned is not a component of the biopsy forceps; therefore this complaint is complaint is not confirmed. Based on these results this is no longer a reportable event.